Event description:
It was reported that the left ventricular lead was exhibiting high pacing threshold. On (B)(6) 2023, the lead was capped, and new lead was implanted. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of high pacing threshold was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the lead body insulation and exposing the inner coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the inner coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
New information noted that the left ventricular lead was explanted.